Event description:
It was reported that during pre-surgery, it was observed that the battery reamer/drill device had no power. According to the report, two different battery devices were tested with the device, and the device still had not power. There were no delays to a planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured. Evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device has no power was confirmed. An assessment was performed on the device and it was found that the trigger jammed, it did not reach full speed before trigger hit end stop, and failed power test. It was further noted that the electric motor did not function properly and trigger components were worn. The assignable root cause was determined to be due to normal wear on electronic and mechanical components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.